Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient was ordered to go to the hospital after a red remote alert. The interrogation of the device revealed episodes of noise and oversensing and a high and unstable impedance of the right ventricular (rv) lead. It was noted there was possible fracture. The pace/sense lead was capped and replaced. The high voltage portion remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the right ventricular lead integrity alert, and the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. (Lia) rv lead integrity alert warning for increased sic count and 2 or more vt-ns episodes less than 220 ms on (B)(6) 2015. Rv pace lead impedance was 4047 on (B)(6) 2015. Sic count went up to 1308 in 28 days averaging around 46 per day. Evidence of over sensing has been noted on vt-ns episodes that occurred on (B)(6) 2015.